Manufacturer narrative:
Product ID: 8590-1, lot# n247114, implanted: (B)(6) 2010, product type: accessory. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. Patient product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that the patient¿s personal therapy manager (ptm) did not correctly update the refill date. The patient had a pump refill the day prior to the report and the refill date did not adjust on the ptm. The patient was reported to be fine and therapy never stopped. The ptm needed recoupled. The medication delivered by the device system was unknown; however, it was reported that the pump did not contain baclofen.